Event description:
It was reported that two years, four months and eight days post port placement in the right internal jugular vein, the patient's chest wall allegedly had a large bulge. It was further reported that the catheter had a fracture. Reportedly, the catheter broke and fell into the right atrium. Additionally, the patient had external bleeding or infiltration due to the catheter break in the subclavian vein. Further, the patient's chest wall has a transient swelling caused by heparin solution. Current status of the patient is good.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The pro code and 510 k number for the powerport isp MRI 6f chronw/os products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo and one image were provided for review. The photo shows the complete fracture of the catheter. The image shows complete fracture of the catheter and migration of the distal end of the catheter. The middle portion of the break catheter segment was looped inside the vessel. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and the identified catheter twist issues. Furthermore, the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, four months and eight days post a port placement in the right internal jugular vein, the patient's chest wall allegedly had a large bulge. It was further reported that the catheter had a fracture. Reportedly, the catheter broke and fell into the right atrium. Additionally, the patient had external bleeding or infiltration due to the catheter break in the subclavian vein. Furthermore, the patient's chest wall has a transient swelling caused by heparin solution. The current status of the patient is good.